Manufacturer narrative:
The customer indicated the device was discarded.

Event description:
The customer contact reported unrestricted flow. The tubing set was being used to deliver 0.9% sodium chloride at a kvo rate. The cair clamp was being used to regulate flow rate. It was reported that after the device had been in use for approx 40 minutes, the nurse noted that the pt received 900ml of solution in a 20 minute time period. The customer contact reported that the pt went into pulmonary edema. A urinary catheter was inserted, the pt was treated with 80mg of lasix ivp and monitored. There were no reported adverse pt sequelae. Though requested, no additional info was provided.